Event description:
Patient experienced leakage with uromedica implant for urinary incontinence post prostectomy. Patient is an avid cyclist. Returned to the operating room to remove the implanted device approximately one month after implanted. FDA safety report ID# (B)(4).